Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation found foreign material in the nozzle, but the foreign material could not be identified. There was no physical damage to the nozzle observed. Based on the available information, a definitive root cause for the foreign material remaining could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was clogged. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a snagged plastic distal end cover with a sharp edge, peeled paint on the air/water nut and suction cylinder nut, cuts on the key top 1, a clogged air/water channel at the distal end, and the angulation of the control unit did not meet the specified value. Additionally, the following components were found scratched: connecting tube and charged coupled device cover lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.